Event description:
Reporter indicated that the pt was experiencing drop seizures. The pt had previously not been having drop seizures since the vns implant. Further follow-up revealed that the pt's lamictal dosage was increased and the pt has not experienced any further drop seizures. Physician plans regular monitoring of anti-epileptic drug levels and seizure activity.